Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no clinically relevant documents are available; therefore, a thorough medical assessment cannot be rendered. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. No medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a thr, a revision surgery was performed due to dislocation. The cause of the dislocation is unknown. The output of the patient is unknown. Additional details have not been provided at this time.